Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing on multiple occasions. The customer's blood glucose levels ranged from above 200 mg/dl to less than 500 mg/dl. Reportedly, the customer does not follow the proper air removal technique. The customer reported a new cartridge would be loaded, and declined further assistance.